Event description:
On (B)(6) 2025, a patient underwent a port placement procedure using the MRI chrono port. During the procedure the plastic end of the introducer needle was broken and could not be used normally. There was no reported patient injury.

Manufacturer narrative:
H11: the catalog number identified in section d4 has not been cleared in the us but is similar to the m.r.I. Ultra slimport implantable port, chronoflex single-lumen, 6f that are cleared in the us. The pro code and 510 k number for the m.r.I. Ultra slimport implantable port, chronoflex single-lumen, 6f are identified in d2 and g4. As the lot number for the device was provided, a review of the device history records was performed. The return of the sample is pending. However, photo were provided for review. The investigation of the reported event is currently underway. Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent a port placement procedure using the MRI chrono port. During the procedure the plastic end of the introducer needle was broken and could not be used normally. There was no reported patient injury.

Manufacturer narrative:
H11: the catalog number identified in section d4 has not been cleared in the us but is similar to the m.r.I. Ultra slimport implantable port, chronoflex single-lumen, 6f that are cleared in the us. The pro code and 510 k number for the m.r.I. Ultra slimport implantable port, chronoflex single-lumen, 6f are identified in d2 and g4. Manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: the physical device was not returned for evaluation, one photo was provided for review. The photo shows an ot desk with steel tray containing scissors, gauze and dressings. Other steel containers with blood can also be seen. An open kit tray containing introducer needle ,tunneler , vein pick and non-coring needle can be seen. The plastic hub of the needle is highlighted. The needle photo is not clear to identify any defect. Therefore, the investigation is inconclusive for the reported needle hub fracture issues. A definitive root cause could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. G3, h6 (method, result, conclusion) section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.